Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they didn't think the battery on their device was working right. No patient symptoms were reported. Additional information was received. The patient was calling regarding a loss of therapy. They stated for the last couple of weeks, the device had not been working well for them. They stated they didn't feel stimulation at the max setting on any program available. They stated they would turn the device off and back on and still felt nothing; it was noted they used to feel stimulation when they did this. They reported no falls/trauma. They stated they wanted to know if the battery reached end of service or how to tell how much battery life was left. Information was reviewed and they were redirected to their doctor for a longevity calculation. They were not seeing the low battery icon and they were still able to connect and see their settings as needed. The patient was redirected to their healthcare provider to address the issue, information was reviewed, it was noted the patient wished to have the device replaced to resolve the reported issues.